Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5001613/5006061, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had a suspected infection but no infection found. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect it was device related. The patient sweat a lot and thought to be related to the patients sweating into the wounds. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection but no infection found. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160, (sn (B)(4)). Device evaluation indicated that the patient happened to sweat a lot. The device was evaluated for a possible malfunction against the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had a suspected infection but no infection found. The patient underwent an explant procedure.